Manufacturer narrative:
Taking into consideration the clinical report we received from our medical expert, we can highlight the following points: the pt was seriously ill and expected to die before his connection to the prismaflex m100 set. The intensive care nurse supervisor confirmed that: prismaflex m100 set has been used from the same lot on different pts, without any incident. She did not believe that the prismaflex m100 contributed to the pt death. We consider the device not be at the origin of this incident that remains exceptional. No further action will be taken by gambro industries.